Event description:
The pt experienced a jolting/shocking sensation. It was determined that the lead was broken. The lead was revised; however, it never really worked for him. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).